Event description:
Complainant alleged that during biomed testing, the device displayed a red "x" indicator. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the data file logs were provided for review. The customer's report was observed during review of the device data logs. However, without receipt of the device we are unable to determine the cause using the log review. The claim will be re-evaluated if the device is received at zoll. Analysis of reports of this type has not identified an increase in trend.